Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with similar symptoms due to loss of capture, with no capture noted. A dramatic threshold change was also noted. The patient further reported that there was a wire failure at the tip. The patient was then externally paced. The decision was made to replace the lead, and on the way to the cath lab the lead started capturing again. Further testing at the hospital did not reveal a lead malfunction, but the lead was capped and replaced anyway. No further patient complications have been reported as a result of this event.